Event description:
The customer's father reported that the insulin pump's display was blank. The customer's father stated that she changed the battery about 20 times, and the display never returned. During troubleshooting, the customer's father confirmed that there was something that looked like black paint inside the battery compartment. The customer's father was unable to get the display to return. Blood glucose level at the time of the incident was 262 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had normal operating currents. However, the insulin pump was received with a corroded battery cap contact, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker. No blank display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.